Event description:
Spontaneous call from patient stating her tubing will not detach from her dee. Advised patient she will need to place a new site. No other information known. No issues for the patient. Unknown if md aware. Lot number and expiration date unknown. Reported to (B)(6) by pt/caregiver.